Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient¿s called in regarding cycle replacement due to cycler smoking upon power up. The patient stated upon power up the cycler started smoking and they smelled a burning smell. The patient turned the cycler off and the device was replaced. Follow up with the pd nurse indicated that the patient did not have any signs of infection, their effluent was clear and they were not prescribed any antibiotics. No adverse event reported at this time. The patient was able to complete treatment manually. The cycler was replaced.

Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. The cycler was turned on and showed that the display was dark. An internal inspection of the cycler showed that the inverter board on the front panel assembly was damaged. The inverter board supplies the dc voltage which illuminates the lcd display. The inverter board on the front panel assembly was replaced and the cycler was turned on and the lcd display lit up normally. There were no other discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode.